Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was also reported the lv lead exhibited no capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.